Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The annular dimensions of the native valve were area 409.5mm2 and perimeter of 72.4mm. During procedure, the valve was inserted into the aortic valve, three unsuccessful attempts were held to deploy the valve in the annulus, but in all three attempts the valve was slipped up after 70% opening and positioned too high at the left coronary cusp (lcc). The depth at non-coronary cusp (ncc) was 3-4 mm under the cusp, in left coronary cusp (lcc) side was 1-2 mm above the cusp. The valve re-sheathed three times. The physician had a difficulty with fully re-sheath the valve because the angle of the aortic arch anatomy (56-60°). To get over it we had to push the valve to deeper position in the left ventricular outflow tract (lvot) and than to fully close the gap between the valve capsule and the nose-cone. The valve took out from the patient before fully deployment. The left ventricular outflow tract (lvot) diameter was a bit smaller compared to the annulus, physician decided to use a 25mm navitor valve, which will fit better to the native annulus and would achieve better position. There was no issues noted on the 27mm valve and there was no additional product experience other than the mis-sizing. A new 25mm navitor valve and small flexnav delivery system was chosen and implanted successfully in good position with excellent results. The patient remained hemodynamically stable throughout the procedure and no perivalvular leak (pvl) noted. The patient was reported stable.

Manufacturer narrative:
Additional information received indicates that this event should not have been reported. During the procedure, the device was removed due to the size difference with the anatomy, and the procedure was completed using a replacement device. There was no reported malfunction with the device and no adverse patient effects.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The annular dimensions of the native valve were area 409.5mm2 and perimeter of 72.4mm. During procedure, the valve was inserted into the aortic valve, three unsuccessful attempts were held to deploy the valve in the annulus, but in all three attempts the valve was slipped up after 70% opening and positioned too high at the left coronary cusp (lcc). The depth at non-coronary cusp (ncc) was 3-4 mm under the cusp, in left coronary cusp (lcc) side was 1-2 mm above the cusp. The valve re-sheathed three times. The physician had a difficulty with fully re-sheath the valve because the angle of the aortic arch anatomy (56-60°). To get over it we had to push the valve to deeper position in the left ventricular outflow tract (lvot) and than to fully close the gap between the valve capsule and the nose-cone. The valve took out from the patient before fully deployment. The left ventricular outflow tract (lvot) diameter was a bit smaller compared to the annulus, physician decided to use a 25mm navitor valve, which will fit better to the native annulus and would achieve better position. A new 25mm navitor valve and small flexnav delivery system was chosen and implanted successfully in good position with excellent results. The patient remained hemodynamically stable throughout the procedure and no perivalvular leak (pvl) noted. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.